Event description:
The manufacturer was contacted in reference to a dreamstation auto bipap device. The patient passed away. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.